Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain in his back. The pain was believed to be procedure related, and not device related. The patient was prescribed percocet pain medication. The patient was reportedly doing well and the pain had subsided.